Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete incoming functional testing) has been confirmed. Upon investigation the electrode belt cable connecting ECG "a", "b", and the front therapy electrode was pulled out of the distribution node from the strain relief, damaging wires in the cable. Additionally, the trunk cable was pulled from the strain relief, damaging trunk cable connector j703 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functionality testing.